Event description:
It was reported that the patient had been hospitalized due to unstoppable bleeding from the infusion site. The patient's blood glucose levels reached 381 mg/dl while wearing the pod for an unknown amount of time. The patient is a dialysis patient, blood pressure was 180/190 and their hemoglobin went from 8.6 to 7.6 which the hospital offered a blood transfusion but the patient declined. As treatment, the doctor used a micro-fine sutures to stitch the area, then fine iron oxide powder to stop the bleeding. The patient was also given 5 units of humalog insulin. The patient was released the same day. The pod was not worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bleeding and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.